Manufacturer narrative:
Additional FDA product codes include: dqo- catheter, intravascular, diagnostic dqe- catheter, oximeter, fiberoptic kra- catheter, continuous flush. The device will not be returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The device history record review was performed and the product passed all manufacturing inspections without nonconformances. As part of the manufacturing process, 100% of the units go through a balloon inspection. The instructions for use (IFU) also contains the following warning: pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, do not inflate above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan-ganz catheter the balloon ruptured. The balloon was tested before insertion and was working properly. The swan was floated without any issues, the clinician used a 9f arrow introducer. When the clinician tried to deflate the balloon there was resistance and the blood was visible in inflation syringe. The swan was removed and they did not place a second swan. The balloon was not intact and only a small part of the balloon was visible. On echo, the anesthesia team reported seeing a small hyperechoic area near the pulmonic valve. The CABG procedure continued without any issues. The surgeon flushed the pulmonary veins, there were no issues. After the CABG procedure was completed, another echo was performed and the anesthesia team did not see the hyperechoic area near the pulmonic valve, and instead saw a hyperechoic area in the right ventricle. They could not conclude if this area was a small fragment of the balloon. The patients postop recovery and hemodynamics are normal. There was no patient injury.